Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and showed the balloon bunched and folded over the nose tip, with the distal balloon wings flared outward. The balloon was both radially and longitudinally burst, with no apparent balloon material missing. Dimensional testing was performed and revealed that all measurements taken of the balloon single wall thickness met the specification per the drawing. Due to the nature of the complaint, no functional testing was performed. The provided imagery was evaluated and showed calcification in the sinotubular junction. Additionally, the intraprocedural video demonstrated that the balloon burst at full inflation during transcatheter heart valve deployment. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) and or procedural factors (over-inflation) likely contributed to the event as provided imagery showed calcification in the patient's sinotubular junction, and reported information indicated that the balloon was inflated with +2ml extra of volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR report is being submitted to provide the related report number from related case. Updated b4, g3, g6, h2, h10, and h11.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from italy, it was a case of an implant of a 26 mm sapien 3 ultra valve in aortic position by transfemoral approach. During valve deployment, at the end of the inflation using +2cc, the balloon burst. As the rupture occurred along the horizontal line of the balloon, it was difficult to re-insert, therefore additional manipulation of the device was required to insert the balloon into the esheath+ thus removing both devices successfully from the patient. The procedure was considered successful, and the patient was noted as to be doing well. Per medical opinion, the perceived root cause of the event was the calcium in the stj.